Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure did not occur during pt use or biomed testing. Add'l contact info was requested, but not provided.